Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging the onetouch ultramini meter was missing segments from the display. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 at 8:59 am. The patient reported using non adjusting insulin to manage his diabetes. The patient reported taking his usual dose of novolog insulin on the day of the alleged issue. The patient reported 30 minutes later he developed symptoms of ¿sweating, skin cold, clammy, almost passed out.¿ the patient reported on (B)(6) 2013 at 9 am the patient was given oral glucose and a peanut butter sandwich by emergency medical services (ems). The patient reported his blood glucose was checked on (B)(6) 2013 at 10:30 am and readings of ¿52, 70 and 107 mg/dl¿ were obtained. At the time of troubleshooting, the cca confirmed there was no misuse and it was not the first time the meter had been used. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue, the patient took his usual dose of insulin, developed symptoms suggestive of hypoglycemia and required treatment from ems.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.